Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an ischemic stroke; acute large artery occlusion located at left internal carotid artery. It was noted that the patient's vessel tortuosity was normal. The IV tpa was not contraindicated. It was reported that the surgeon used an sfr stent for thrombectomy. During delivery, after the stent entered the microcatheter, it could not be pushed forward and encountered resistance in the middle section of the rebar catheter . The vessel was not tortuous. After the surgeon replaced the stent and the catheter, the procedure was successfully completed and the patient was not injured. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance was not determined. No kink/damage to the stent and catheter was observed after removal. The patient is in good condition and has been discharged.

Manufacturer narrative:
B5. Updated with additional information received h3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a rebar 18 catheter, inside a biohazard bag, and a shipping box. Damaged location details: the solitaire fr 6-30 stent¿s working length struts were bent, while the non-working length struts were in good condition. No irregularities were found outside the proximal marker. The marker coil was in good condition. No kinks or bends were noted on the pusher wire. No other anomalies were found. Testing/analysis: the returned solitaire fr 6-30 stent device was removed easily from the rebar 18 catheter lumen. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the working length struts were bent on the returned solitaire fr 6-30 stent device. The root cause of the complaint was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it has a labeled inside diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ h6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the tip of the solitaire sheath was secured in the catheter hub. There was no kink/damage observed to the solitaire pushwire during use.